Manufacturer narrative:
Investigation summary: bd received four photos for investigation. The analysis of the customer photos showed missing gel within the tube. Additionally, 30 retained samples were visually inspected for missing gel, and none of the retained samples failed for missing gel. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: missing gel. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the customer noticed the tube was missing gel on unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855. B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the customer noticed the tube was missing gel on unspecified number of tubes. No patient impact reported.